Manufacturer narrative:
In the initial report the verbiage in "event description", ¿multiple reprogramming were attempted to avail¿ was reported in error. The correct verbiage is ¿multiple reprogrammings were attempted to no avail¿ has been reported in the additional report-1.

Event description:
Additional information received that patient underwent surgical intervention on (B)(6) 2019 wherein the lead at l1 was explanted and replaced. Therapy restored post-operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient never experienced ineffective stimulation. Multiple reprogramming were attempted to avail. X-rays revealed that lead at l1 migrated. As a result, surgical intervention is pending to address the issue.